Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 13.

Event description:
Little metallic pieces found in the patient eye. This happened twelve times on twelve surgeries. Some patients have particles left in the eye. No additional treatment and no consequences for any of the patients.